Event description:
Customer reported questioning the results from their sars-cov-2 tma runs on panther instrument sn (B)(4). Customer uploaded logs but did not provide specific worklist or sample ids for review.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the runs were valid and within the acceptable range; there were no reagent gradients or signs of contamination. Ts advised that the panther instrument does not only use rlu value to determine if a sample is positive or negative, but uses it alongside the kinetic data. Since the calibrators and qc results were within range, the samples in question were true results. No further issues were reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.